Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough information was provided from the account for further investigation. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionnaire was not received. (B)(4).

Event description:
A surgeon reported that following intraocular lens (iol) implant procedures, he has observed migration of lec's (lens epithelial cells) on the anterior surface of the lens in about 20-20% of cases in the last 12-18 months. The surgeon also reported performing a yag in one of the cases. This report is for one pt whom the surgeon performed a yag procedure. Additional information has been requested.